Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: complaint product was not returned for evaluation, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional investigation request for this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lens dislocation which manifested as blurry vision and the patient is not happy. Hence, the si40nb, 20.0 diopter intraocular lens (iol) was explanted. A vitrectomy was required. Pre op visual acuity was 20/30. Post op visual acuity was 20/25. The explanted lens was replaced with another type of lens. Patient¿s vision has improved and she¿s happy now. Follow-up noted that the suspect lens will not be returned to us for our evaluation. No other information was provided.